Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however, one electronic photo was provided and reviewed. The investigation is confirmed for alleged guidewire and sheath-dilator bent issues. However, the investigation is inconclusive for fracture as there is no clear evidence from the photo provided. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0600570 chronic catheters allegedly experienced guidewire and sheath-dilator assembly bent and fracture. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation and one electronic photo was provided for review. Therefore, the investigation of the reported malfunction was confirmed for alleged guidewire and sheath-dilator bent issue. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0600570 chronic catheters allegedly experienced guidewire and sheath-dilator assembly bent. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.